Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 02-june-2024, it was reported by the patient that he receives an alarm and hyperglycemia. High blood glucose level was displayed high and corrected by bolus via pump and injection. In troubleshooting blockage is found at the site. No further information was available.